Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pulmonary wedge resection, the devices had poor staple formation and seams that the staples were not formed while being use in lung tissue. The surgery time was extended to 30 minutes they manually sew the lung tissue in order to complete the case. There was tissue damage or loss.